Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that transmitter was not blinking. It was found that sensor cannula was bent. Customer inquired on calibration and was educated on time to calibrate. Customer reported of being a brittle diabetic and experienced low blood glucose. Customer's blood glucose at the time of incident was 123 mg/dl and had also been 47 mg/dl. Customer was advised that sensor would be replaced.